Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 165 mg/dl. Customer insulin pump was in threshold suspend. Customer doesn't exhibit symptoms of low blood glucose. Customer sensor glucose value was 60 and suspend threshold limit was 60. Customer was explained the differences between the sensor glucose and blood glucose. Customer changed the sensor.